Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient serum sample on a cobas e 411 immunoassay analyzer. The initial hcg result was <0.1 miu/ml with flag. The customer questioned the result as the patient is pregnant and the result did not match the patient's clinical picture. The sample was repeated and the result was 3778.0 miu/ml. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is(B)(4).. The customer stated qc was acceptable on the day of the event. The field service engineer (fse) found that tips were falling off of the probe and into the reagent. The fse adjusted the probes, performed adjustments, and performed a precision check successfully. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.